Manufacturer narrative:
Device was not available for evaluation. The lot # of the device was not provided and no photos were taken of the device.

Event description:
"A st. Jude sheath and - probably - bwi transseptal needlewere used during an afib procedure. Puncture carried out too high, aorta was hit. Nevertheless, pressure of the patient was stable. Case was canceled. Lot # not available. At this point, no further information available". A coronary cusp was injured and prolongation of hospitalization was required. The aortic valve was replaced. The procedure was not rescheduled. The patient was transferred to another hospital.

Manufacturer narrative:
Outcomes attributed to adverse events: hospitalization-prolonged. Date of this report: 07/17/2018. Model # fnd-020-01. 510k number is k011727.